Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri (elective replacement indicator) battery status after 5 months of implant. It was further reported that the patient had undergone an MRI procedure for cancer analysis.